Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in a follow up-report.

Event description:
It was reported: according to the end users account of the situation, they set the machine up in the patient's room, intubated the patient, and placed them on the ventilator. It was reported that when the end users plugged the viewlink module into the serial port the back of the machine, ventilator shutdown, alarmed with a constant alarm, booted back up again, and started to ventilate where it left off. No patient injury was reported.

Manufacturer narrative:
The concerned device was checked on site by our local service organization and the electronic log file was downloaded. No technical device failure was identified. The log analysis shows that the device performed a warm start on the date of event. The warm start was triggered by the device internal monitoring to restore data base for ventilation, as invalid data have been detected. Root cause was strong electrostatic discharge in the moment when the "viewlink" network was connected to the data port of the evita. In case of a warm start, which lasts approximately 8 seconds, the evita xl generates an audible alarm and opens the emergency breathing valve to allow for spontaneous breathing. After that ventilation is continued with the last valid settings. This corresponds to the reported device behavior. The evita xl is designed and approved in accordance to (B)(4) which defines relevant requirements and immunity barriers against external disturbances. Extended data-networks may cause current and voltage spikes when connected which may exceed the requirements of the relevant standard. The manufacturer comes to the conclusion that the evita xl behaved as specified for an extreme electrostatic discharge event, generated alarm and performed a successful warm start to restore ventilation.

Event description:
Please see initial-report.